Event description:
It was reported that the surgeon was unable to insert the cr articular surface to tibia plate during a total knee arthroplasty surgery. The surgeon tried several insertions and a second articular surface, but he failed to insert it again. The procedure was successfully completed with the third articular surface. There is no additional information available.

Manufacturer narrative:
(B)(4). D10-medical product: articular surface fixed bearing (cr) left 10 mm height: item# 42512000410; lot# 66136753. G2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified extensive damage to the distal surface, nicked and prominent gouged and the locking feature (dove tail) is found to be compressed and flared. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in (persona- the personalized knee surgical technique (3914.1-glbl-en-issue date 2022-08) pg.44). The root cause is attributed to use error. Damage to the dovetail feature confirms the implants would not be able to seat. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.